Event description:
It was reported that the patient's carelink transmission was showing pacing spikes but not ventricular pace event markers. There was concern that the patient's device was not capturing. The following day the device was replaced. It was also reported the lead had high threshold, high impedance, and muscle stimulation. It was noted the device had been programmed to high output which led to the depletion of the device. A lead revision was attempted but was not successful. The lead, however, was still usable and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.